Event description:
Reportedly, the pump delivered faster than it was programmed. The device was set to deliver a solution at rate of 0.6cc/hr but it infused at rate of 6cc/hr. There was no patient injury reported.